Event description:
It was reported that the pt experienced a decrease in visual acuity in the left eye (le) approximately 4 months post iol implant. Dilated slit-lamp examination revealed phimosis and a complete occlusion of the capsulorhexis incision by anterior capsule shrinkage, together with folding of the haptics as well as tilting and decentration of the iol. No signs of past or current ocular inflammation or pseudoexfoliation were observed. Ultrabiomicroscopy analysis revealed a partial ciliary body detachment. Yag laser was used to create a radial opening in the capsular phimosis, then to perform a circular enlargement and resolve the capsular synechiae of the haptics. One week after yag treatment, the visual acuity in the left eye was 20/20 and the ciliary body detachment had been resolved. Nine months later bcva was 20/20.

Manufacturer narrative:
This report ref. Case# 1 reviewed in the article "capsule contraction syndrome with a microincision foldable hydrophilic acrylic intraocular lens" by angelo balestrazzi alex malandrini gianluca martone, davide marigliani tomaso caporossi gian marco tosi. A copy of the aforementioned article is attached to this report. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.